Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight: unknown. UDI number:(B)(4). Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. A review of the subject lots (2018111582) did not identify any related non-conformances which would cause or contribute to the reported event. Additionally, there have been no related complaints reported against the subject lot. These facts do not suggest a systemic quality issue with the lot. The reported event is non-verifiable. A root cause cannot be determined.

Event description:
It was reported that the implant (xifnt411) was unable to be placed. No other implant was placed.